Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2013 with the following findings:the pump prime history showed no evidence of load step issues occurring. The pump performed the rewind, load, and prime steps appropriately. During the load step the pump correctly stopped at 100 units. A low cartridge warning was induced and the pump alarmed appropriately to alert the user of the issue. A force sensor calibration test was performed and confirmed that the force sensor was within calibration. The pump was opened and there was no damage or defect found to the force sensor assembly or circuit. Unrelated to the complaint, the display screen as found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a history/settings issue. The pump displays a greater amount of insulin remaining in the cartridge than the amount filled by the user. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.